Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports the pods cannula had become dislodged from the pod infusion site. The patient reports their blood glucose level had rose to 460 mg/dll while wearing the pod between 4 and 24 hours. The patient reports feeling tired. The patient removed the pod prior to going to the hospital. The patient was admitted to the intensive care unit once at the hospital. The patients vitals were monitored and the patient was treated with an insulin drip. The patient was discharged from the hospital after 3 days.

Manufacturer narrative:
B5 - describe event or problem it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports the pods cannula had become dislodged from the pod infusion site. The patient reports their blood glucose level had rose to 460 mg/dll while wearing the pod between 4 and 24 hours. The patient reports feeling tired. The patient removed the pod prior to going to the hospital. The patient was admitted to the intensive care unit once at the hospital. The patients vitals were monitored and the patient was treated with an insulin drip. The patient was discharged from the hospital after 3 days. H6 - adverse event problem: health effect - clinical code : added e2312 fatigue & e1205 hyperglycemia h6 - adverse event problem : health effect - impact code : added f0801 intensive care unit.

Manufacturer narrative:
Supplemental correction added: g3 - date received by mfg: 8/20/2024.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports the pods cannula had become dislodged from the pod infusion site. The patient had gone to the hospital where they had been admitted to the intensive care unit (ICU). No further information has been provided as to this event,

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.